Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced chest pain and dysphagia leading to endoscopic visualization of 2 device beads eroded into the esophageal lumen and subsequent linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2013. Patient presented with chest pain and dysphagia on (B)(6) 2017. Two device beads were observed endoscopically on (B)(6) 2017 in the posterior side of the esophageal lumen. Entire linx device removed endoscopically without issue on (B)(6) 2017 due to an erosion with associated chest pain and dysphagia; patient reported as doing well after removal.